Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous pressure cautious occurred at the beginning of a routine hemodialysis treatment. The cartridge clotted; therefore, treatment was discontinued and rinseback was not performed, resulting in an estimated blood loss of 190cc. The reporter indicated that the patient's catheter had been replaced prior to the start of treatment. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss to the patient's access as the arterial line of the new catheter was not pulling well. There is no evidence of a device malfunction. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.